Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast biopsy, anxiety disorder, depression, anemia, uterine fibroids, parity 2, gravida ii and abnormal uterine bleeding. On an unknown date, the patient had essure inserted. On (B)(6) 2021,, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic bilateral). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final pathologic diagnosis: total laparoscopic hysterectomy and bilateral salpingectomy: 1. Secretory endometrium. 2. Myometrium with leiomyomata. 3. Cervix with no significant pathologic diagnosis. 4. Bilateral fallopian tubes with essure devices. Gross description : both fallopian tubes have essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast biopsy, anxiety disorder, depression, anemia, uterine fibroids, parity 2, gravida ii and abnormal uterine bleeding. On (B)(6) 2021,, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic bilateral). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final pathologic diagnosis: total laparoscopic hysterectomy and bilateral salpingectomy: 1. Secretory endometrium. 2. Myometrium with leiomyomata 3. Cervix with no significant pathologic diagnosis. 4. Bilateral fallopian tubes with essure devices. Gross description : both fallopian tubes have essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.